Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Downstream occlusion (dso) seal degraded, and battery compartment broken. Event history log (ehl) reviewed. Customer reported problem "cassette not attached" was neither verified in event log nor duplicated. Turned on the pump and attached test cassette filled with 100 ml of water to the pump. Ran the pump 15ml/hr for 15 minutes; no alarm/error appeared. The customer's reported problem of "broken battery door" was duplicated. However, broken battery door is not a reportable event. Dso seal degraded is a reportable event. Dso sensor was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the cassette was not attached, and the door was broken. There was unknown patient involvement and unknown patient harm/adverse event reported.